Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10837r09, implanted: (B)(6) 2001, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that following a routine pump replacement that included a catheter replacement (see manufacturer¿s report # 3004209178-2014-14099), the implanting physician decided that since he wasn¿t sure the patient¿s previous catheter was patent and he wasn¿t sure if the patient was getting intrathecal delivering, he was going to decrease the patient¿s daily pump dose of lioresal that was approximately 1100 mcg/day down to 100 mcg/day. That evening the patient came in with his wife. He had very low tone, was somnolent, and had some cognitive deficits. The physician decreased his pump to approximately 96 mcg/day and had him admitted to the hospital. The next morning, the patient was alert and oriented x3 and was eating and talking so he was discharged from the hospital the afternoon of (B)(6) 2014. The next day, the patient and his wife presented at the clinic with concerns that the patient was in withdrawal and the patient¿s wife was asking for an increase in the patient¿s pump dose. Upon investigation and intake with the patient and his wife, it was discovered that the patient had been taking oral baclofen due to a fear that he was being underdosed. Ultimately, the physician felt that the patient was being overdosed due to his presentation in the clinic. He was taken to the ER (emergency room) for treatment. It was later reported that the patient was taking oral baclofen and hydrocodone and possibly other medications. The patient was admitted to the ER for observation. It was later reported that since the pump replacement procedure where the patient¿s drug was decreased, he had been in the ICU (intensive care unit) twice; once on (B)(6) 2014 and once on (B)(6) 2014. The patient was ¿in a coma for 4 hours the first time and 2 hours the second time¿. Per this reporter, the comas were caused by baclofen withdrawal.